Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery while priming. The customer's blood glucose was 325 mg/dl at the time of incident. The customer stated that the pump alarmed 4 times today. The customer treated with manual injection. Troubleshooting was completed. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was not returned for analysis.